Event description:
It was reported that the patient presented experiencing no symptoms. Upon interrogation, it was noted that the implantable cardioverter defibrillator was found in backup vvi due to a hardware-related reset disabling defibrillation therapy. No intervention was performed and the patient was in stable condition.